Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Manufacturer narrative:
(B)(4), manufacturing date: 2013-12: results-mechanical problem; testing conclusion-the controller failed external visual testing as result of a bent pin on port 2. The damage prevented the battery from making a proper connection to the controller. Damage was most likely due to an improper handling of the controller. Review of the log files revealed occurrences of critical battery alarms and switching events prior to the 25% threshold. However, the event could not be duplicated at the bench level. These alarms and premature switching events are most likely due to a communication anomaly between battery and controller. Heartware has initiated an internal investigation to further evaluate this issue. Testing completed 01/07/2015. (B)(4), manufacturing date: 2013-10: results-no failure detected; testing conclusion- the returned battery passed visual inspection and functional testing. Log file analysis revealed the occurrence of several critical battery alarms. The controller log viewer also revealed several controller power-up events, indicative that the power was disconnected from both ports. Heartware has initiated an internal investigation to further evaluate this issue. However, this unit performed per specification at the bench. Testing completed (B)(4) 2015.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that the patient experienced battery power disconnects and critical battery alarms, some occurring while on ac power. The patient had also stated that they could not get port 2 to recognize a battery. It is noted from the clinical site that there is a bent/broken pin in power port 2. A battery and the controller were exchanged and returned to manufacturer for evaluation. There was no reported patient injury as result of this event. The returned controller failed external visual inspection as result of a bent pin on port 2. The damage prevented proper battery connection. Review of the log files confirmed critical battery alarms and switching events indicative of communication error between the battery and the controller. The returned battery passed external visual inspection and functional testing. The root cause for the poor mechanical connection event was found to be a damaged pin on a power source connector, most likely a result of improper handling, material durability and assembly interferences. The most probable root cause of the reported "critical battery alarm" is communication error between controller and battery as a result of a combination of software deficiency, electronic inadequacy, and fretting corrosion on connector pins. Heartware has an open internal investigation to evaluate these types of issues. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4)/ 1403us/ expiration date: 12/31/2014 - controller. (B)(4). (B)(4)/ 1650/ expiration date: 10/31/2014 - battery. (B)(4).

Event description:
It was reported that a patient experienced battery power disconnects and critical battery alarms, some occurring while on ac power. The patient had also stated that he was not getting port 2 to recognize a battery. The patient switched to another controller at home. The patient was advised to stop using two batteries. It is noted from the clinical site that there is a bent/broken pin in power port 2. There is no reported consequence or impact to the patient for this event. There is no additional information provided.